Manufacturer narrative:
The procedure was a robotic total hysterectomy with bilateral salpingo-oophorectomy. The wire on the prograsp forceps instrument snapped which caused an unspecified bowel injury. The surgeon stitched the bowel to rule out any perforation and a leak test was also done. There were no instrument collisions or other intraoperative issues believed to have caused or contributed to the physical damage of the instrument. The device issue did not result in bleeding or tissue becoming stuck in the jaws of the instrument. As a result of the snapped wires, the instrument's jaws would not open. The customer did not find any broken pieces inside the patient. The patient has not returned to the or with any further issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A system log review did not reveal any system errors that would have caused or contributed to the reported event. .

Event description:
It was reported that during a da vinci-assisted hysterectomy, a wire on the prograsp forceps instrument snapped. The exposed wires caused a bowel injury which the surgeon repaired with suturing. A rigid sigmoidoscopy was then performed to confirm the repair was complete. When the physical damage occurred, the team checked and confirmed there were no broken pieces left in the patient. The procedure was completed robotically despite a 15-30 minute delay.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3; and annex codes, g, b, c, d. Device evaluation: intuitive surgical, inc. Did receive the prograsp forceps instrument to perform failure analysis and was able to confirm and replicate the customer reported complaint. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.